Event description:
The manufacturer received information stating the trilogy 100 ventilator did not meet acceptance criteria of evaluation process for the following conditions: error codes e-193 and e-290. There was no harm or injury reported. During the evaluation at the manufacturer service center, the device powered on and operated as it should. Critical error code 193 (internal li-ion battery permanent failure) and error code 290 (urgent reminder) were confirmed. The inlet air path cover and foam were not present with the unit at the time of the inspection. No repairs performed. The unit is no longer needed for inventory and therefore will be scrapped.